Event description:
It was reported that during a percutaneous intervention procedure, a diagnostic catheter was entrapped on a guide wire. The target lesion was in the aorta. The 6 fr x 145 cm expo diagnostic catheter was advanced over a .035 unspecified guide wire, and became entrapped. The device and guide wire were removed together. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).